Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qpv7, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that he saw his managing healthcare provider (hcp) in (B)(6) and they had put new batteries in her patient programmer (pp) and set the program 2 at 2.2. The patient had recently had to go to the bathroom real bad and when he checked his pp the batteries in it were dead and the patient wanted to know if this would have anything to do with it. The last time the batteries were changed was (B)(6) and he had not been using the pp, so he was wondering what would cause the batteries to deplete. The patient also went to the doctor and had a "sonar ultrasound" and his bladder was still not emptying out. In the morning at breakfast it seemed like he would go 3 times in an hour and later on he went every hour and only urinated a little bit. The patient was thinking about changing from program 2 to program 3 and not increasing amplitude too high because when he did that with his previous implantable neurostimulator (ins) the battery went dead. The patient was going to change to program 3 and was planning not to go any higher than 2.1. The managing hcp told the patient to wait a week when changing programs. The next appointment was 6 months away. It was noted that the loss of therapeutic effect and related symptoms occurred in (B)(6) 2015. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a doctor's appointment scheduled for (B)(6) 2015. His symptoms were different in the morning and the evening and he wasn't sure what setting to use. The patient was reportedly on flomax but stopped taking it. He planned on starting it again. The patient was implanted for gastrointestinal/ pelvic floor issues.